Event description:
It was reported that removal difficulties occurred. The 2.5mmx30mm, non totally occluded target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 2.50x32mm, promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion due to the lesion calcification. The physician tried to withdraw the device as he decided to prepare the lesion first before reinserting the stent back to the target vessel. During withdrawal, the proximal stent strut got caught by the edge of the guiding catheter. The physician tried to advance the device then withdraw but to no avail. In the end, the whole guiding system along with the stent was removed. The procedure was completed with the implant of a 2.5x30mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged, distorted and bunched distally. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was found to be cut, thus separating the hypotube into 2 separated lengths. The hypotube was cut 118mm distal from the strain relief and supports the information provided in the complaint report. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur¿. (B)(4).

Event description:
It was reported that removal difficulties occurred. The 2.5mmx30mm, non totally occluded target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 2.50x32mm, promus element plus drug-eluting stent was advanced but failed to cross the lesion due to the lesion calcification. The physician tried to withdraw the device as he decided to prepare the lesion first before reinserting the stent back to the target vessel. During withdrawal, the proximal stent strut got caught by the edge of the guiding catheter. The physician tried to advance the device then withdraw but to no avail. In the end, the whole guiding system along with the stent was removed. The procedure was completed with the implant of a 2.5x30mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).